Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient experienced difficulty connecting an infusion set and required agent assistance, then administered a subcutaneous insulin injection while the ilet system was in use, after which the agent instructed the patient to disconnect the ilet for at least 1.5 hours. Symptoms included hyperglycemia with a reported glucose of 245 mg/dl for approximately 20 to 30 minutes, without ketone testing, professional medical intervention, or other assistance. Outcomes included transient hyperglycemia without immediate health effects or hospitalization. Investigation included customer service troubleshooting and education regarding proper use after manual insulin dosing. Investigation of this case revealed no device malfunction identified and that hyperglycemia occurred in the context of user difficulty connecting supplies and concurrent use of subcutaneous insulin outside the automated system workflow. It was concluded, based on previously established findings for similar reports, that the cause was unclear.